Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect tca assembly for investigation. An investigation was performed and the reported event was able to be duplicated (the reported alarms and drift). The issue with the inspiratory pressure transducer was able to be confirmed. This is a known issue addressed under field corrective action z-1609-2015.

Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that upon turning the unit on it alarmed extended high ppeak. The transducer calibrations were performed and the vent was ran for a few days in the biomed shop but the alarm came back and the inspiratory pressure transducer had moved over 300 counts. This incident did not occur on a patient.